Event description:
The facility reported that a resident was being transferred from bed to a wheelchair when the hanger bar locking nut detached, causing the bar to detach from the lift and the resident to fall to the floor. The resident struck her head on the wheelchair and sustained a laceration to the back of her head. The resident did not lose consciousness. The resident was taken to the ER and received 1 staple to the head wound. MFR. Report 010794.